Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent a sterilization procedure on an unknown date and suture was used. The veterinarian has 3 times experienced that the sutures was broken inside the patient. Broke inside the patient ¿ a dog ¿ after a few hours after a shoulder procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2024 corrected information: d4 UDI additional information was requested, the following was obtained: 1. Case a. Broke inside the patient ¿ a cat - after 2 days after a sterilization procedure. 2. Case a. Broke inside the patient ¿ a cat ¿ after 1 day after a sterilization procedure. 3. Case a. Broke inside the patient ¿ a dog ¿ after a few hours after a shoulder procedure. 1. Please confirm that the veterinarian experienced the vicryl suture breaking inside the patient three times in one or multiple patient procedures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.